Event description:
It was reported that, "event occurred at the hosp during a primary tha. The stem sat 10mm high compared to the broach. We explanted the stem and replaced it with a #4 accolade, which sat right at the osteotomy."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.